Event description:
It was reported that upon implant the lens would not stay in position due to capsule damage. The lens were cut out. Additional info has been requested, but has not been received. Reference MDR # 1313525-2015-00026 for the inserter that was used to delivery the lens.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.